Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during robotic laparoscopic nephroureterectomy with bladder cuff excision procedure, arm triggered an error and became unresponsive to any of the buttons. There was a delay of 5-10 mins due to the reported issue. The surgery was completed with the remaining three arms. There was no patient injury.

Manufacturer narrative:
H3) evaluation summary: medtronic led an evaluation of the reported arm cart assembly in the field. Review of the field service notes indicated that the arm cart assembly experienced an error and became unresponsive. The mechanical e-release was performed on the instrument drive unit and then re-engaged. The instrument drive unit was also reseated and resecured. The arm cart assembly passed calibration and is now functional. Evaluation of the device confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during robotic laparoscopic nephroureterectomy with bladder cuff excision procedure, arm triggered an error and became unresponsive to any buttons. There was a delay of 5-10 mins due to the reported issue. The surgery was completed with the remaining three arms. There was no patient injury.